Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st and 15th distal stent wraps with struts raised and stretched. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage was evident to device. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a resolute integrity drug eluting stent. The target lesion was located in the proximal left anterior descending (lad) artery which was reported to be moderately tortuous, moderately calcified with 90% stenosis (in stent re-stenosis of an overlapping non medtronic stent). No abnormalities were reported in relation to anatomy. No damage was noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected with no issues found. Negative prep was performed with no issues. The lesion was pre-dilated using a non medtronic balloon. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device. It was reported that stent deformation occurred in vivo during positioning/advancement. The stent was pushed across the lesion with resistance. When it would not cross, the stent was removed from the patient and upon inspection it was identified that a stent strut had lifted up to a 90-degree angle. The procedure was completed using another resolute integrity which was deployed successfully and crossed the overlapping stent. There is no injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.